Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon tenth inflation at 22 atmospheres for 60 seconds. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.